Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "lo." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-100 mg/dl fasting. Verified the strips expire 02/19/2017. Customer confirms the strips are stored properly and were first opened 2 weeks ago. Customer performed back to back blood test, lo and 123 mg/dl fasting. Reviewed meter memory: lo (B)(6) 2015 11:30:00 am fasting: yes; 120 mg/dlmg/dl (B)(6) 2015 08:24:00 am fasting: yes; 122 mg/dlmg/dl (B)(6) 2015 07:36:00 am fasting: yes; 117 mg/dlmg/dl (B)(6) 2015 07:10:00 am fasting: yes; 123 mg/dlmg/dl (B)(6) 2015 06:13:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).